Manufacturer narrative:
Patient sample 1b, patient sample 1 with a labeled date of (B)(6) 2024, and patient sample 3 were received for investigation. The patient samples were tested for elecsys myoglobin. The investigation confirmed the customer's undiluted patient sample results. The results of the patient samples at 1:100 and 1:1500 dilution factor were below 50 ng/ml. The investigation tested patient 1's samples for myoglobin (clinchem) assay and the results were in the low range of a healthy person. The investigation again tested patient sample 3. The result of the undiluted patient sample was 1466 ng/ml and the result at 1:3 dilution factor was 1515 ng/ml with 103.3% dilution recovery. The investigation determined the event was caused by the customer's dilution of a negative patient sample. Product labeling states "dilution samples with myoglobin concentrations above the measuring range can be diluted with diluent universal. The concentration of the diluted sample must be >50 ng/ml." The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The serial number of the cobas c 503 analytical unit was requested but not provided. The patient samples were requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys myoglobin (myo) results from five patient samples (three from the same patient) tested on the cobas e 801 analytical unit and the cobas c 503 analytical unit. This medwatch is for the elecsys myoglobin (myo) assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the tina-quant myoglobin gen.2 test system assay. Patient sample 1a on (B)(6) 2024: the initial result of the undiluted patient sample from the analyzer was <21 ug/l. This result did not correspond with the ck result of 53.9 ukat/l with a data flag (undiluted) and 55.9 ukat/l (with dilution) prompting the dilution of the patient sample. The first repeat result at 10x dilution from the analyzer was 210 ug/l with a data flag. The second repeat result at 20x dilution from the analyzer was 420 ug/l with a data flag. The third repeat result at 100x dilution from the analyzer was 2393 ug/l. The repeat result at 900x dilution from the analyzer was > 20,000 ug/l the result from the other laboratory that uses the chemiluminescence immunoassay (clia) method was 59.7 ng/ml. This result corresponds with the patient¿s ck-mb result. The repeat result from the cobas c 503 was 77 ug/l. Patient sample 1b on (B)(6) 2024: the initial result of the undiluted patient sample from the analyzer was 21.0 ug/l with a data flag. The repeat result with the patient sample at an unknown dilution from the analyzer was 2444 ug/l. The repeat result at 100x dilution from the analyzer was 2300 ug/l the repeat result at 900x dilution from the analyzer was > 20,000 ug/l the repeat result from the other laboratory that uses clia method was 31.6 ng/ml the repeat result from the cobas c 503 was 47.1 ug/l. Patient sample 1a or 1b (unspecified) on (B)(6) 2024: the repeat result at 1:400 dilution was 9545 ug/l. The repeat result at 1:900 dilution was 21920 ug/l. The repeat result of the undiluted patient sample was <21 ug/l. The repeat result at 1:100 dilution was 2339 ug/l. Patient sample 1a or 1b (unspecified) on (B)(6) 2024: the result from another laboratory's e 801 analyzer was the same as the result from the analyzer. Patient sample 1c on (B)(6) 2024. The initial result of the undiluted patient sample from the analyzer was <21 ug/l. The repeat result at 100x dilution from the analyzer was approximately 2300 ug/l. The repeat result at 900x dilution from the analyzer was > 20,000 ug/l. The repeat result from the other laboratory that uses clia method was 30.8 ng/ml. The repeat result from the cobas c 503 was 48.8 ug/l. Patient sample 2 the initial result of the undiluted patient sample from the analyzer was >3000 ug/l. The first repeat result with the patient sample at an unknown dilution from the analyzer was > 26,000 ug/l. The second repeat result from another laboratory that uses the clia method was 6902 ng/ml. The third repeat result from the cobas c 503 was 1099 ug/l with a data flag. The fourth repeat result from the cobas c 503 was 17,412 ug/l with a data flag. Patient sample 3 the initial result of the undiluted patient sample from the analyzer was 1414 ug/l the first repeat result at 100x dilution from the analyzer was > 10,000 ug/l. The second result at 900x from the analyzer dilution was >27,000.